Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were experiencing high blood glucose levels due to bent cannula. Blood glucose level at the time of the incident was 400 mg/dl which was treated with manual injection and with insulin pump. Customer troubleshooting for the high blood glucose. The insulin pump was not replaced or returned for analysis.